Manufacturer narrative:
No malfunction of the device. The product was discarded by the user facility. No lot number was provided for further investigation.

Event description:
The pt was placed in the restraints due to confusion and it was discovered that the posey soft belt was not applied properly by the facility. They were applying it as a 5th point restraint on a pt in the bed. They criss-crossed the straps on the back through the loops and secured the belt near the head of the bed. When the patient became agitated, the belt would tighten and the pt complained of constant pain in forearm and also complained of skin break down. The pt experienced alleged nerve damage. No problems noted in the patient's chart for neuropathy.